Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the luminexx 3 vascular stent products that are cleared in the us. The 510 k number and pro code for the luminexx 3 vascular stent products are identified. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: ma, j., luo, j., gu, j., liu, q., liu, l., zhang, w., ¿ yan, z. (2018). Malignant obstructive jaundice treated with intraluminal placement of iodine-125 seed strands and metal stents: an analysis of long-term outcomes and prognostic features. Brachytherapy, 17(4), 689¿695. Doi: 10.1016/j.brachy.2018.04.001.

Event description:
It was reported in an article from the journal of brachytherapy titled " malignant obstructive jaundice treated with intraluminal placement of iodine-125 seed strands and metal stents: an analysis of long-term outcomes and prognostic features " that therapeutic outcomes and complications were observed in a retrospective study of 101 patients who were treated with intraluminal placement of 125i seed strands and bare metal stents. Major postoperative complications were observed in 10 patients; acute renal failure occurred in 1 patient at 14 days after operation. This patient was treated with dialysis and died 31 days later. Another patient also died due to liver failure.